Event description:
It was reported by the aci vascular closure specialist that a male pt underwent a diagnostic coronary catheterization procedure on (B)(6) 2012. Access was obtained at the mid femoral head using a 6f sheath (model unk). A pre-procedure femoral angiogram revealed no visible pvd/calcium in the vicinity of the access site. Following the procedure, the physician who is a trained user, selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that the pt went to the ER a few weeks post procedure with a significant hematoma which was reported as approximately 8 cm. The physician reported that the "pt was on complainant". The physician was not present at the time of the pt's visit to the ER. The physician reported the pt as stable at time of post follow up.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the info provided, the cause of the reported event could not be determined. A review of the lhr was not possible as the lot number was not provided.